Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm ((B)(4)) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: a review of the pump¿s black box history showed that a call service alarm occurred when the rewind step was attempted on (B)(6) 2014. During testing, the pump emitted a call service alarm when attempting to perform the rewind step. The call service alarm was not able to be cleared. The pump case was removed and the internal motor was found to be defective.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.